Event description:
The facility complained that the device screen "went dark" and the device shut off while attemping to monitor a patient. The batteries and back up batteries were found to be depleted. There were no adverse effects to the patient reported as a result of the reported event. No other patient details were reported.